Manufacturer narrative:
The investigation is ongoing. The expandable sheath set, 14f (model no. 9610es14) is not sold or marketed in the us; however, it is deemed similar to the expandable introducer sheath set (model nos. 916es23, 918es26, 920es29).

Manufacturer narrative:
The device was not returned for evaluation; however, review of a photograph provided confirmed the reported torn sheath distal tip. Without the device returned for evaluation, physical testing could not be completed. However, a device history review (DHR) and manufacturing mitigation analysis were performed. The device history review (DHR) revealed no manufacturing issues that may have contributed to the reported event. As part of the manufacturing process the esheath device are 100% inspected. In addition, 100% quality inspection is performed on the esheath for shaft outer diameter (od), distal tip inner diameter (ID), working length and visual inspection for mechanical damage, stress lines on liner, shaft ID for string flash and presence of c-marker band, and tip transition. A CAPA has been initiated to further investigate this issue and implement any necessary corrective actions. Manufacture and expiration date of lot number was added.

Event description:
After a successful transfemoral tavr procedure, the 14fr esheath was removed and the tip of the esheath appeared to be ¿hanging on a small string.¿ there were no difficulties or resistance encountered during the procedure. The patient was not injured. There were no missing parts noted after inspecting the sheath and no parts of the sheath were detected with x-ray and fluoro. The patient¿s access vessel minimum luminal diameter (mld) measured at 8mm; the vessel was mildly calcified and mildly tortuous.